Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported patient presented in the operating room to re-position the device due to feeling pain in the pocket area. However, during the procedure, physician elected to electively replace the device due to device being on the advisory and since the pocket was already opened. The device was explanted and replaced. The patient was stable before, during, and after the procedure.